Manufacturer narrative:
Complaint no: (B)(4). The patient was reported to have developed peritonitis on an unspecified date in 2013. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis and treatment was not reported. The recovery status of the patient was not reported. Action taken with dianeal therapies was not reported. Additional information is not available at this time.